Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the customer was undergoing a planned treatment for vascular procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the geometry movements were not working. The rse analysed the logfile and found that the arc was outside the work area, which limited the movement. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the collision sensor was not calibrated properly and had some kind of dirt on it. To resolve the issue, the fse cleaned the dirt and performed the calibration. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the azurion IFU: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.